Manufacturer narrative:
(B)(4) - sensitivity in the bladder and uterus. Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
A few days following an uneventful novasure endometrial ablation (done on (B)(6) 2011), the patient contacted the physician to report "abdominal pain [and] sensitivity in the bladder and uterus since the surgery." An ultrasound was done on (B)(6) 2011 which was negative. On (B)(6) 2011, the patient was admitted to the hospital. Her white blood cell (wbc) count was 14,600, she was diagnosed with endometritis, and was found to be positive for clostridium difficile. The patient had been treated with doxycycline prophylactically following the novasure procedure and was not placed on invanz (ertapenem), levaquin (levofloxacin), and flagyl (metronidazole) by the infectious disease department. She was discharged 2 days later on intravenous (IV) vancomycin (outpatient administration) for 5 days. On (B)(6) 2011, the physician reported the patient is currently "fine."